Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.

Event description:
It was reported that the nurses had difficulty connecting an interlink t-connector extension set to the patient?s unknown catheter. This malfunction occurred during patient infusion and caused blood to leak into the connection. There was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.